Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use (nicked/gouged) and the dovetail feature was compressed and fractured on the lateral side. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This medwatch was originally sent under 0001822565-2018-04946. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the instrument was fractured during trialing of the femoral. The procedure was completed with the damaged provisional. No known adverse event was reported.